Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Based on the information collected to date, it has been clarified that the edi catheter was inserted and in use from (B)(6) 2026 until the event date january 19, 2026. There were no reports of difficulties inserting the edi catheter and the nava treatment worked well during the days the edi catheter was in use. No specific observations were made during feeding, medication administration or aspiration. The final patient outcome was no harm. The subjected edi catheter was not available for technical analysis. Photos was provided of the distal tip of the edi catheter, which was removed with gastroscopy, measuring approximately 5 cm. The part was discolored and appears to have broken off at one of the feeding holes. The other feeding hole on the part appear expanded with cracks, indicating that high pressure appears to have occurred during feeding. This may have affected the material and caused the edi catheter to break. The edi catheter was used for eleven days, which exceeded the recommended maximum usage duration of seven days as outlined in the user¿s manual. A review of manufacturing records confirmed that all manufacturing parameters were within specified limits. In conclusion, there are no indications of an edi catheter malfunction. The cause of breakage of the edi catheter has not been conclusively determined but a combination of effects from feeding, the surrounding chemical and biological environment in the stomach and the extended duration of use could have caused or contributed to the breakage. Correction of fields # d4 - unique identifier (UDI) # and h4 - manufacture date were required. D4 - unique identifier (UDI) # - previous unique identifier (UDI) #: (B)(4). Corrected unique identifier (UDI) #: (B)(4). H4 - manufacture date ¿ previous manufacture date: missing. Corrected manufacture date: 06/13/2025.

Event description:
It was reported that during the removal of an edi catheter from a patient, the tip of the catheter became detached and lodged in the stomach. This necessitated a gastroscopy to remove the catheter tip. Final patient outcome was no harm. Manufacturer¿s ref #: (B)(4).